Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the guidewire exited via a "false lumen" and "spontaneously damaged" the balloon (subject device) during preparation to the procedure. No patient involvement.

Manufacturer narrative:
Manufacturer and expiration date: added. Product available: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that a guide wire was returned within the balloon catheter and solidified contrast was noted within the hub. The guide wire was advanced 9cm from the distal tip of the balloon catheter, and the balloon catheter distal tip was noted to be damaged. The distal tip seal of the balloon catheter was noted to be blocked with solidified contrast originating from the preparation of the balloon. The balloon catheter was unable to be flushed due to solidified contrast within, and the guide wire was unable to be removed. Kinking was noted on the returned guide wire. It is likely that damage was sustained to the guidewire and the balloon catheter during preparation for the clinical procedure and that this contributed to the guidewire perforating the distal end of the balloon catheter shaft. Based on information available and analysis of the returned device, an assignable cause of human factor was assigned to this event as the reported and observed damage were associated with handling of the devices during the preparation process.

Event description:
It was reported that the guidewire exited via a "false lumen" and "spontaneously damaged" the balloon (subject device) during preparation to the procedure. No patient involvement.